Manufacturer narrative:
Correction: event date is an approximation only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is still getting poor communication. Their patient programmer (pp) will not sync with or without the antenna. The patient noted that their ins has been confirmed to be tilted by an x-ray. The patient said that he isn't able to feel the full length of the ins anymore just the top. The patient is currently exploring options for revision however until then he wanted to receive a replacement programmer. The patient was placing the front side of the pp over the ins site and when he tried the correct way he described a screen that sounds like a depleted pp batteries screen. The patient is able to connect with their recharger. The patient then said that he needs time to go through all of his batteries to determine which ones are still good. The patient is going to call back this afternoon, to continue to troubleshoot. It was also reviewed with the patient that a tilted ins can make communication challenging and that a different programmer might not make any difference. The patient also noted being in pain. No further information was reported.

Manufacturer narrative:
Product ID: 37092, serial# unknown, product type: accessory; product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they got the ins recharger (insr) antenna but they needed a patient programmer (pp) antenna because it was damaged. A replacement was sent. The patient stated they found out from an x-ray that the ins was moved, banged up and rotated after they collapsed. They wanted to know if that might be the reason for the pp and insr not communicating. They stated they charged the ins the previous night for 6 hours but now they were seeing the reposition antenna screen. The patient was redirected to a healthcare professional (hcp). No further patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown. Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient fell and was unable to charge the ins. The patient was seeing poor coupling. However, the patient was currently charging. The patient stated that about 10 ¿ 11 days ago he took a lot of meds causing drowsiness and one night he collapsed twice. The patient blacked out and seemed like he got thrown. The patient cannot charge his device since this happened. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.